Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot php889, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle was unexpectedly disconnected from the suture. A similar device was used to complete the case. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/31/2020. H3 investigation summary: one unopened sample of product code m8766, lot php889 was received for analysis. The product code is multi-strand and contains two strands double armed per packet. During the visual inspection of the unopened sample, no defects were observed on the packet. The sample was opened, and all contains two strands double armed. The swage and attachment area of the needle-sutures combinations were noted to be as expected. The sutures were dispensed and examined along of strand, no defects or damaged were found. The functional test was performed and the pull force average did not meet requirement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause is needle pull off due to light swage.